Manufacturer narrative:
(B)(4). Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2018-may-29. The consumer reported a pump alarm was occurring and they wanted to know why. Patient services reviewed the pump could be interrogated by a clinician programmer to see why the pump was alarming. Patient services reviewed they did not have access to the pump records to say why the pump was alarming. The reported sound was consistent with the device alarm. It was reported the doctor told the patient¿s mother that they turned the pump off after decreasing to ¿0 baclofen¿ about two weeks earlier. The consumer was directed to follow-up with the healthcare provider. The consumer reported they left a message for the doctor¿s office and they have not called her back. No symptoms were reported. The pump started alarming on (B)(6) 2018. It was stated the patient¿s mother was confused because they went to the physician because ¿the pump is no good,¿ and was not helping the spasticity, and the physician stated he had already turned the pump off. The consumer stated they did not remember the physician calling into the manufacturer to get a code to turn the pump off. It was reported this was about two and a half weeks earlier. It was reported the patient had been screaming since the pump was turned off, and no one knew why he was screaming. It was reported that prior to turning the pump off, when they were slowly decreasing the patient¿s medication, and every time they took out some of the medicine, the patient would start screaming the next day. It was reviewed the patient had a cyst in his back and they were not sure how long the cyst had been there. It was reviewed this was determined with an MRI about a month earlier. Patient services advised that the pump needed to be checked again due to the alarm. The consumer stated the managing healthcare provider would not check the pump because the pump was turned off. Patient services reviewed the pump being turned off versus the pump being stopped. Patient services advised that if the pump was shut off it would not be alarming and reviewed that if the pump was turned off that would mean that it would not work again. It was reviewed that the physician would call in for a code to turn off the pump and would fill out a form. Additional information was provided by a manufacturing representative (rep) on 2018-may-29. The rep was meeting with the patient. It was reported a tube set alarm had occurred. It was reviewed that this alarm occurs once the pump has been stopped for 48 hours. The rep stated they wanted to turn the pump off. Technical services faxed the pump off authorization form.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown baclofen with and unknown dose and concentration via an implantable pump for intractable spasticity and head/brain injury. It was reported that the patient's mother does not believe the therapy ever helped and believed that the patient maybe worse. The patient's mother noted that they have been told by healthcare professionals that the patient has the worst kind of brain stem injury. It was noted the pump will be due to be replaced later this year, however they were considering on having the pump removed instead of replaced. They were considering trying other medication. The patient's mother asked how to test for a possible kink. No interventions were mentioned. It was noted that the patient may have been on oral medications in the past as they were trying different ones to determined what might help. It was noted that they complained to healthcare professional (hcp) in past, however has followed the hcp instructions. It was noted that on an unknown date (about 7 years ago) the patient's spasticity was worse especially in neck, which was further down the patient's shoulders and the patient's hands and feet were drawn in. It was noted as a gradual change in therapy/symptoms. The event was (B)(6) 2011 (since pump implant). The patient has an appointment tomorrow ((B)(6) 2018) to speak with hcp. The patient's mother was directed to hcp to discuss with hcp how to test for kink and to review option and process for having pump therapy discontinued. No further complications were reported/anticipated. There was additional information reported that was not relevant to this event and therefore was omitted; see (B)(4)- no improvement in spasticity. Additional information was received via a consumer (patient¿s mother). It was reported the patient had new symptoms. The change in therapy/symptoms were described as being gradual. It was believed that the therapy had not helped in reducing the patient¿s spasticity. The managing physician wanted the reporter to make a decision on if the pump should be replaced. The pump was due to be replaced regarding normal battery depletion. The physician was decreasing the pump medication and giving the patient oral medication. The managing physician was giving the patient tizanidine and was increasing the oral medication. The reporter was wondering if the physician continued to decrease the meds, could it increase the control of the patient¿s spasticity. Regarding the new symptoms, the reporter thought the patient had spasticity in the neck and it was slight but had gradually gotten worse. The patient¿s spasticity in the neck was now so bad that his head was totally on his shoulder. The patient¿s right hand was very contracted and prior to im plant was only slightly contracted and was gradually getting worse. The right leg was now also very contacted. The date of event regarding therapy not having helped in reducing spasticity was (B)(6) 2011 and regarding the new symptoms, it was noted as having occur red sometime after implant in 2011. The patient was described as being non-verbal, in a wheelchair, quadriplegic, and had traumatic brain injury prior to the implant. The session data report indicated that the pump¿s elective replacement indicator (eri) was four months. It was noted that the patient may have to have magnetic resonance imaging (MRI); however, a neurosurgeon had said the patient can not have an MRI due to the pump and spasticity in the neck. An MRI had not currently been ordered. The patient was currently receiving baclofen with concentration 2.000 mcg/ml at a dose rate of 484.5 mcg/day. Additional information was received via a healthcare provider (hcp). It was noted that the patient had difficulty tolerating high doses and the dose was gradually increased over 2 to 3 years to mcg/day. There was not much benefit noted. The patient was extremely lethargic, so dosing was decreased over that year. The patient continued to have progressive spasticity. Actions/interventions taken included therapy and positioning of the neck on their wheel chair. The therapy not having helped, worsened spasticity in their neck, and had and their leg having been very contracted were not resolved and were persistent. The patient will be getting magnetic resonance imaging (MRI) and they plan to refer the patient to the implanting physician for further intervention. The patient¿s weight at the time of the event was 127 pounds. Additional information was received from the consumer who reported the patient was thinking about having the pump removed and was wondering if this was possible. Per the reporter, the patient¿s back was contorted and knew the catheter goes into the spine and wondered if it was possible to leave this in. The reporter stated that the reason for the pump removal was because she wasn¿t sure that the pump ever did any good to treat spasticity since implant. Per the reporter, prior to the patient¿s initial pump implant "they said, we can't tell, lets just do it". The patient¿s managing healthcare provider had been decreasing the baclofen in the pump for probably the last month and a half and they have not seen an increase to spasticity. After the last decrease the managing healthcare provider said its so low that they could probably take out the pump at any time but they are going to go back again for another decrease. The patient had an upcoming appointment to discuss possible pump removal with the implanting physician. No further complications were reported. Additional information was received from a family member or friend. It was reported that due to the patient's brain injury they were not verbal. It was reported that the patient lived in a nursing home. The patient had a magnetic resonance imaging scan of their spine at the connection site about two weeks prior to the report, and was told that there was a cyst. The family member reported that the exact location of the cyst was unknown they just know it was in the spine. It was reported that more screaming had been noticed. It was also reported that before lowering the dose the patient's eyes were always closed. The patient's roommate had noticed the patient had been screaming more at night and during the day. This was reported to have started when the doctor began to decrease the baclofen. It was reported one of the primary care physicians was thinking of prescribing the patient xanax. The patient was nonverbal so gathering information from them was difficult. It was reported that since decreasing the dosage the patient's spasticity had increased. No diagnostics or treatments were performed. The surgeon told the family that a specialist would be need to be involved to remove the cyst. The patient's family agreed to have the pump turned off. It was reported that the patient had an upcoming appointment with their managing doctor since they had been recently been put on oral baclofen and other medications. The patient had their seizure medication changed, and since decreasing the dosage the patient seems more alert, focused, and was opening their eyes. No further complications were anticipated/reported.